Event description:
Tech alleged that the siderail was not latching properly.

Manufacturer narrative:
Tech tightened the screw on the bottom of the siderail to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.